Event description:
It was reported that balloon rupture occurred. The patient presented with angina pectoris and underwent percutaneous coronary intervention. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified middle left anterior descending artery. A 2.50 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted on the balloon. A new 2.25 mm x 15 mm nc emerge balloon catheter advanced; however, during the initial inflation at 8 atmospheres for 10 seconds, the balloon also ruptured. The device was removed without any problem, and a pinhole was also noted on the balloon. The procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded; therefore, a technical analysis cannot be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (99% stenosed lad described as mildly tortuous and severely calcified) were met which resulted in the reported event. This conclusion code is based on the available information and the review conducted at the boston scientific site. It was reported that during the procedure, this complaint device and another device were used (one after the other failed) in the procedure because during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. This occurred with each device used. The complaint device did not return for analysis. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.

Event description:
It was reported that balloon rupture occurred. The patient presented with angina pectoris and underwent percutaneous coronary intervention. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified middle left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted on the balloon. A new 2.25mm x 15mm nc emerge balloon catheter advanced; however, during the initial inflation at 8 atmospheres for 10 seconds, the balloon also ruptured. The device was removed without any problem, and a pinhole was also noted on the balloon. The procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.